Event description:
It was reported by the customer that while in use during patient transport to the hospital, the device's display froze and then it re-booted twice by itself. There were no adverse affects to the patient as a result of the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper device operation was confirmed during functional and performance testing. The cause of the reported failure was not determined; however, it was observed that there was a loose metallic silver on the memory pcb assembly which may have caused the intermittent failure. The device was subsequently returned to the customer.